Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 418 mg/dl at the time of the incident and the current was 303 mg/dl. The customer declined the troubleshoot for high blood glucose. Customer stated does not have ketones manual injection treatment. The insulin pump will not be returned for the analysis.